Event description:
It was reported that the insulin pump was not delivering the insulin the way it should be, and the customer was experiencing high blood glucose for the past two weeks. The customer mentioned that the infusion set was changed. The blood glucose reading was 16mmol/l. Troubleshooting was declined as customer believes the issue is with the device. The customer did not feel comfortable with the insulin pump and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. The insulin pump passed displacement, rewind, basic occlusion, occlusion and excessive no delivery test. The insulin pump had scratched display window, broken belt clip slot and cracked reservoir tube lip.